Event description:
It was reported "two cm second degree burn on patient's left thigh. Patient doing well, concern about scarring and infection. Injury requiring clinical follow-up to prevent infection."

Manufacturer narrative:
Conmed could not confirm or unconfirm the customer's complaint. No complaint samples were returned by the customer. A review of the manufacturing documents from the DHR/lhr for lot 1001115 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Per the dfu, directions for use, the end-user should "shave application site as required, clean to remove oils, lotions, etc., and allow to dry thoroughly." The dfu instructs to 'apply electrode firmly, ensuring full adhesion and contact with the skin". The dfu also lists the following warning: "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn or poor electrosurgical performance." The complaint investigation has not identified nor confirmed any manufacturing defects with this device. Conmed is considering this complaint closed.